Manufacturer narrative:
(B)(4). A batch review will be performed. One sample was received with containing 33ml of fluid in the bladder. No defect was observed during visual inspection and functional flow rate test. The sample was found working within specification. Initial evaluation didn¿t confirm the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The lot 13j085 was manufactured between september 30, 2013 and october 1, 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that under infusion was noticed in a small volume (B)(4) infusor during infusion of fluorouracil and saline (non-baxter products) solution. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.